Manufacturer narrative:
Adverse event (ae) assessment: ae assessor attempted multiple times to speak with the patient's spouse as well as the healthcare professional (hcp) to gather more information. Multiple attempts were unsuccessful. The information given is very limited. The spouse had called into vgo to ask about disposing of extra vgo devices. While talking to the intake personnel he mentioned that his wife had a stroke while on insulin. It is impossible to determine with the information provided in this case if the stroke was caused by the device, it is possible; but unlikely that the device may have contributed to this serious adverse event. There could have been many contributing factors but we have no medical history. Stroke is a known complication of diabetes. It is not known if the patient had hyperlipidemia, hypertension, cardiovascular disease, was a smoker; among some of the many risk factors for a stroke.

Event description:
The spouse of a patient called the v-go call center requesting information on how to dispose of v-go. The patient's spouse reported that the patient had a stroke while on the v-go product in (B)(6) of 2022 (exact date not specified). No additional information was provided at intake and no device is available for return to the manufacturer for evaluation.